Event description:
According to the customer, false high na results were obtained from the abl800 analyzer when using the safepico aspirator, lot ym-01. When using a different lot of the sampler, the problem didn't appear at all. No patients were involved.

Manufacturer narrative:
In this case the root cause was not identified: production documentation for two heparin batches has been checked but no abnormalities were found. There were also no deviations in laboratory journal reporting final test for samplers 956-622 ym-01 & heparin. Reference and defective samples were tested for electrolytes content and all results were within specification. Received defective samples were also tested on water based solution and whole blood. The conclusions from the tests of the defective samples are that reported issue couldn't be recreated during the tests. No preventive actions were implemented directly as a result of this complaint. Several counter measures (control points) are already built into the samplers' production process: raw paper tests for electrolytes content before release for heparin production. Heparinized paper tests for electrolytes content and heparin activity before release for samplers' production process. Final control of samplers including heparin activity - after ready product's sterilization and before release for client.